Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed unexpected multiple reboots.the pump was unable to power on and was completely unresponsive. The pumps cover was removed and there was moisture corrosion found on internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked. The returned battery cap had damage at the top where the opening slot was, but was able to fit securely to the pump. (B)(4).